Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The cannula reportedly dislodged from the infusion site (abdomen). It was also reported that there was swelling and redness at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250805.005. Hardware: pixel 9 pro xl. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the device found no damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition swelling at the infusion site. The exact cause of the reported skin condition swelling could not be determined.